Manufacturer narrative:
The following repair diagnostic codes were identified: (1) cracked/peeling insulation at tip of shaft. This does confirm the alleged failure mode of [break at tip]. Probable root cause: excessive force applied by user, patient anatomy, portal location, incorrect instrument diameter/length, manufacturing error, reprocessing/handling error, improper instrument selected, lack of maintenance, use error - attempting to manipulate, cut, resect improper materials or excessive tissue. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke inside the patient.